Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: pump booted to the verify screen with dim pink contrast. Unrelated to this failure, the black box confirmed time and date reset to default setting following por on (B)(4) 2014 within 2 hours. Pump was exercised for 24 hours battery was removed for 6 hours, time and date reset to default. Pump was open to investigate internal battery was found to be leaking and unable to hold a charge. The bolus button cover was detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.